Manufacturer narrative:
Initial and final MDR 1890871 - MDR 3003442380-2024-08927 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced that the infusion set was leaking from site. The set was in use for 2days. The patient replaced infusion set and resumed insulin successfully. No further information available.